Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
During an anonymous customer experience survey, it was reported that this patient experienced a serious infection and had to discontinue peritoneal dialysis (pd) therapy. There was no specific allegation that the event was due to a deficiency or malfunction of any fresenius device(s) or product(s). Follow-up confirmed the patient transitioned to in-center hemodialysis (hd) in (B)(6) 2021 for unknown reasons. Additional information was requested, however to date has not been provided.